Manufacturer narrative:
The customer reported the device was discarded. Without device examination, a conclusive root cause cannot be determined. Review of the device lot history record found no non-conformity which could have contributed to this complaint.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a right common iliac artery stenting procedure, during pre-dilatation, the fox sv ruptured at 6 atmospheres during the first inflation. The device was completely removed from the body and there was no adverse patient effect. Though requested, no additional information was provided.